Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was discarded by the involved facility. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or thecatheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation ofthe guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the device was used during an emergency percutaneous coronary intervention (pci) procedure. A post treatment angiography revealed oozing of contrast media. Perforation of the coronary artery was suspected and hemostasis using a coil was performed. The current patient status was stable. Perforation of the coronary artery caused harm to the patient's health and required medical intervention. The procedure outcome was not reported; however, there was serious health hazards.